Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred during the hemodialysis treatment. The blood leak was noted as being an internal dialyzer leak. Blood was visible in the dialysate. The machine alarmed. No dialyzer damage was visible. The patient's estimated blood loss was approximately 300cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The complaint device is available for evaluation by the manufacturer.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fiber bundle returned wet with indication of blood exposure. Coagulated blood was noted within the dialysate compartment on the circumference of the fiber bundle at both ends. Gross visual examination of the device noted a polyurethane (pu) delamination on both ends of the dialyzer. The delamination manifested as separations of the pu (potting material) from the dialyzer housing (wall). The delamination in the polyurethane (pu) potting extended under the silicone o-rings. The dialyzer was then subjected to destructive disassembly for further visual analysis. Further examination of the fiber bundle did not reveal any damage or irregularities within the fiber bundle; specifically, no broken, loose fiber fragments, and/or kinked, looped, or short fibers. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported complaint of "internal blood leak." In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot met all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Delamination of the polyurethane (pu) potting compound was observed on both ends of the dialyzer. The delamination in the potting extended underneath the silicone o-rings and compromised the seal between the pu material and the o-rings, which may have allowed a leak pathway into the dialysate compartment.